Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a posterior capsule tear occurred when the iol was being advanced into the eye. The iol was removed and a vitrectomy was performed. The procedure was completed with a different lens. The patient's current condition is unknown. The nurse indicated that an unapproved cartridge and injector were used. Additional information has been requested.